Event description:
It was reported that the patient reported urine leakage, that required the use of pads, when he coughed or picked up heavy objects. The patient visited the hospital one month prior to surgery for examination. The patient had the artificial urinary sphincter cuff component replaced. Following the surgery, the patient was stable and no longer required pads. The event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes based on analysis results, the cause that contributed to the reported urinary incontinence could not be established as no damage or irregularities were noted that would affect the functionality of the cuff component. Device history record review (DHR): the lot information was not provided for the returned components so a DHR review could not be performed. Based on the product analysis, this event is not believed to be a manufacturing issue as there was no irregularities noted. A risk review confirmed that the event is accounted for in the risk documentation, and a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: visual and microscopic analysis of the cuff component noted no damage or abnormality. The cuff was functionally tested for leaks and none were identified. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff component. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams 800 male ous, bsc. Urinary incontinence (positional/recurrent) is included as a potential adverse event in the product labeling. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the product analysis did not confirm a product malfunction as the most probable cause of the reported events. The product record review indicated reported events do not represent an unanticipated event. Therefore, the investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event of urinary incontinence is included as a potential adverse event within the product labeling.

Event description:
It was reported that the patient reported urine leakage, that required the use of pads, when he coughed or picked up heavy objects. The patient visited the hospital one month prior to surgery for examination. The patient had the artificial urinary sphincter cuff component replaced. Following the surgery, the patient was stable and no longer required pads. The event resolved.